Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and compromised force sensor system alarm at 4.0 lbs during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received motor error alarm and compromised force sensor system alarm during prime. The customer's blood glucose was 396 mg/dl at the time of incident. The insulin pump will be returned for analysis.